Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited an increased sensing integrity counter (sic). The lead was reprogrammed, and oversensing of noise was still observed. A fracture was suspected, and the lead will be replaced. No patient complications have been reported as a result of this event.